Event description:
Info received indicates the bed exit system will set, but does not alarm.

Manufacturer narrative:
The technician found the bed exit strips were not working. The technician replaced the bed exit strips to repair the bed.